Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and could not verify external event to be related to the customer reported complaint. The reported event with the instrument could not be replicated nor confirmed. Visual inspection-external, visual inspection-internal, manual articulation of inputs, and electrical continuity tests/ inspections were performed and the complaint could not be reproduced. The instrument passed electrical continuity. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had the insulation cautery wire compromised. The failure was not observed during the case, it was not notified during the case of any issues with the instrument. It was observed with a 4x magnifiers per the instruction of use (IFU) in the sterilization and reprocessing department (spd). There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: robotics coordinator (roco) confirmed the conductor wire was exposed but was unsure if the wire was intact or broken in half. Roco was not notified of signs of loss of cautery nor arcing, sparking or thermal damage as a result of the damaged conductor wire. Roco was not notified of material detaching/breaking off from the portion of the device that enters the patient's body. The instrument was already returned for evaluation.